Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The aortic neck was reverse-funnel shaped, slightly angulated, and ranged from 20-24 mm in diameter over a length of 15 mm. Aneurysm and other vessel morphology were not reported. It was reported that after implanting the talent bifurcated stent graft a type 1 endoleak was noted. This required implant of an aneurx cuff and a palmaz stent, which remarkably reduced the endoleak; however, there was still some filing (see MFR # 2953200-2009-01776), and cardiomems showed that there was still some pressure in the sac. There was also a clear type 2 endoleak, and the type 1 endoleak may have resolved; however, this will be evaluated during the 30-day follow to confirm. No additional clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: endoleak, reverse funnel shaped and angulated aortic neck, type 2 endoleak. (Required intervention).